Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy in the gallbladder. Imdrf impact code f2301 captures the used of additional device to address the puncture site due to risk of bile leakage post-puncture into the gallbladder.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be used for a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange of the axios stent did not deploy. The procedure was completed with another of the same device. There was no patient complications reported as a result of this event. The patient condition was reported to be good after the procedure.